Event description:
The customer stated the cell-dyn analyzer generated a lower than expected hemoglobin result from one patient sample. A result of 7.7 g/dl was repeated at 9.14 g/dl. The customer performed some trouble shooting trying to resolve the issue. Trouble shooting included inspecting the hemoglobin line, replacing a leaking syringe, replacing a dripping diluent and recalibrating. No impact to patient management was reported.

Manufacturer narrative:
Patient (B)(4) (no consequences or impact to patient ). Device (B)(4) (incorrect or inadequate test result). Product evaluation is in process and results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. The photographs of the specimen tube were reviewed by a subject matter expert. The subject matter expert stated that coring of the tube cap may occur either due to the tube cap being pierced more than five (5) times or due to a bent or damaged vent needle. The subject matter expert stated that in this event, pieces of the cored tube cap traveled through the staging pathway into the hgb dilution cup, causing imprecise hgb results. The cell-dyn sapphire system operator manual under suggests that caps for tubes run in autoloader mode not be punctured more than five (5) times. If the test to be run or the number of replicates selected will cause this limit to be exceeded, replace the cap with a new one after repeated piercings. The operators manual also recommends replacing the vent assembly unit at least every 5,000 autoloader cycles to maintain optimal performance. Each laboratory should determine its replacement schedule for the vent assembly unit based on the estimated average number of autoloader cycles run per day. A field service engineer performed the required service on the instrument, which resolved the issue. Based on the investigation and event details, no product deficiency was identified related to the malfunction reported by the customer.